Event description:
The customer later provided the event occurred after the procedure. No further information was provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to b3, b5 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) sections: - IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection - IFU states the preventative measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii duodenovideoscope had an insufflation problem. There were no reports of patient harm. During the device evaluation, the following reportable malfunction was found: a dark rubber material which seemed to not be from the device itself and that could not be removed was clogging the nozzle. This medical device report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of insufflation problem was confirmed which was due to a dark rubber material clogged in the insufflation channel. The most likely cause of the reported issue was user mishandling. The additional evaluation findings are as follows: insertion tube was snaked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.